Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer was failed due to an incorrect pyxnet internet protocol (ip) address being connected. A field service engineer login into clinical facility network (cfn) admin and opened the application to fail all devices, corrected the pyxnet internet protocol address, rebooted the system to resolve the issue, and successfully recovered the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that nurses were unable to dispense medications from this drawer that were needed for patient care, and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.